Event description:
Pt was revised to address loosening of the tibial component and instability.

Manufacturer narrative:
The investigation could not verify or determine the root cause of the reported loosening and instability. The initial report states that it is not suspected that the product failed to meet specifications or contributed to the reported event. The need for corrective action was not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.